Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display after receiving new battery cap. The customer¿s blood glucose level was unknown at the time of the incident. Customer states the display was not blank less than 30 seconds. Customer states the battery cap neither missing nor damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan until new battery cap arrives. The insulin pump will not be returned for analysis.